Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that intermittent occlusion alarms occurred. Customer reported blood glucose level was "high" on the cgm graph and high ketones on. Elevated blood glucose was addressed with a manual injection. System check was performed by tandem technical support and no issues were identified. Customer successfully resumed insulin deliveries after the system check.